Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant, the right atrial (ra) lead exhibited no capture at max output and no sensing. Per the physician, the patient had a fall several weeks ago and the lead dislodged. The lead was initially programmed off. The lead was later repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.